Event description:
Patient switched to gogear home equipment. When connected to new pm patient cable, the white lead of the system controller did not fit into the white pm patient cable. Broken pin lodged in white lead of system controller and missing pin from previous pm/patient cable supplied when vad placed. System controller changed out; new back-up controller provided. System controller epc (B)(4). Power module patient cable l/n34585460109.